Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that lvp keypad recall completed. Replaced broken bezel and ail. Performed pm. A review of the device history record for sn (B)(4) was performed, which showed the device had a manufacture date of 01dec2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Z-0950-2017 lvp air in line. Z-1768-2019 lvp bezel lower hinge.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.